Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service is representative replaced a fuse in the printed circuit board. The system was tested and is operating as intended.

Event description:
The customer reported a touch screen error that would not clear on the left monitor of the 9800 system. No pt injury was reported.